Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 600 mg/dl with extreme drowsiness associated with a call service alarm issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the communication call service alarm had not occurred 3x in 30 days. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2016 with the following findings: the original complaint of a call service (cs) communication alarm was unable to be confirmed due to the black box and data being overwritten. The black box began on (B)(6) 2016. The pump was exercised for 24 hours with no cs communication alarms or errors, alarms or warnings occurring. The total daily doses added up and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. The pump cover was removed and there was no moisture or internal damage found. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.